Event description:
On (B)(6) 2012 - it was reported by the consumer that the 65550 rollator rear wheels easily splits due to the braking mechanism. It was rotated with the front wheels, and it became similarly damaged while the ones on the front remained intact. There was no patient injury reported.